Event description:
The following was reported to gore:on (B)(6), 2026, patient underwent an endovascular procedure near zone 2, left common carotid artery, to stent for acute thoracic type b dissection utilizing a gore® tag® conformable thoracic stent graft with active control system. The left common carotid artery (lcc) appeared to be patent following treatment; however, the partially covered stent apices was across the lcc. Patient initially woke up okay and tolerated the procedure.on (B)(6), 2026, the patient presented with a stroke adverse event post the acute dissection treatment. The physician treated the patient with a left common carotid bypass and suspects the cause of the post-procedure stroke is due to partial coverage of the left common carotid artery with the ¿bare¿ apices stent graft and the left subclavian artery covered as part of the initial procedure.they suspect initial procedure position inaccuracy, as the proximal ¿bare stent¿ was partially covered across the left common carotid artery. Immediately post procedure, the lcc was believed to be in flow; however, the patient developed one-sided paralysis a couple of days post stent graft. The vascular surgeon performed a left common carotid bypass due to low blood flow leading to stroke and initially mistook the stent as a bare metal stent without material coverage. The surgeon did not recognize the importance of the partial coverage of the proximal bare stent and did not use the long marker in the nose cone as the guide for proximal landing zone during the initial procedure, resulting in the stent graft being placed too far proximal.on (B)(6), 2026, additional information received on patient status:the patient has fully recovered from the stroke symptoms after reintervention and has been discharged from the hospital.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.